Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized. It was not reported if the patient was hospitalized for the peritonitis event or another indication. Treatment for the peritonitis was not reported. Twenty-one days after the peritonitis onset, the patient passed away. The caregiver reported the cause of death as due to complications of peritonitis and other unspecified health issues not related to pd therapy. It was not reported if an autopsy was performed. The patient was not recovered from this peritonitis event prior to death. One day prior to death, the pd catheter was removed. The caregiver reported there were plans to return to hemodialysis. No additional information is available.

Manufacturer narrative:
Evaluation codes were provided. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.